Manufacturer narrative:
A visual examination found the catheter was kinked adjacent to distal end of strain relief. Further examination of the device found the handle cannula to be detached from the handle assembly and was pulled proximally inside the catheter. A functional evaluation to actuate the handle to extend the loop could not be performed because the handle cannula was detached from the handle assembly. The handle cannula was found to be properly crimped securing the cable inside the cannula and score marks from the cap screw were visible on the cannula. The cannula outer diameter and screw thread length were found to be within specification. Additionally, the screw was removed with resistance and the tip of the screw presented damage caused by proper engagement with the cannula and the screw was threaded into the insert with some resistance noted. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. A device history record (DHR) review of was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a gastrostomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure inside the patient, the snare loop wire seemed to come out of the sheath more than usual. The physician attempted to retract the snare loop wire into the sheath but it failed. The physician attempted to remove the snare however snare loop wire broke. The detached wire was removed with forceps. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over 18 years old. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a gastrostomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure inside the patient, the snare loop wire seemed to come out of the sheath more than usual. The physician attempted to retract the snare loop wire into the sheath but it failed. The physician attempted to remove the snare however snare loop wire broke. The detached wire was removed with forceps. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.